Event description:
According to the reporter: the shears stopped working and the tip of the device was found to be loose on the operating floor. Another ultra shears was used for the reminder of the case. No other issue was reported.

Manufacturer narrative:
(B) (4). (B) (4).